Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been received by the manufacturer and it is awaiting for evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported every time when the light guide was removed from the trocar, the trocar was also pulled out during a vitrectomy procedure. The light guide was considered as the only suspect. The procedure was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
One opened illuminator was received and the returned sample was visually inspected and found to be conforming. The sample was then dimensionally inspected for the cannula outside diameter and was found to be conforming. The sample was tested for functional fit with a conforming trocar and was found to be conforming. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was found to be conforming for all visual, dimensional, and functional inspections and tests associated with the reported event, therefore a fit issue as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the illuminator was manufactured to specification. All fiber optic light guide products are 100% visually inspected and light tested for transmittance and image during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).